Manufacturer narrative:
(B)(4). A follow up emdr will be submitted upon completion of carfefusion investigation. (B)(4).

Event description:
The tip of the guidewire introducer sheared off during the procedure and is located in the right pleural space or pleurx catheter tract. A portion of the catheter (plastic) sheared off as the catheter was being removed. No resistance was noted inserting guide wire. The physicians do not anticipate any harm to the patient.

Manufacturer narrative:
(B)(4) the sample received was only the outer tubing for the assembly. No other component from the convenience kit was provided for evaluation. The investigation did identify that the tubing was bent with a few protrusion marks along the length. The DHR (device history report) for this lot number (0000986604) did not find any issues during manufacturing or assembly. The sample provided was the tubing/hub assembly where the hole was identified. However, without the other mating components from the convenience kit, the investigation was not able to identify any probable root cause for the observed defect. Since a probable root cause could not be identified for this failure mode, a corrective action plan could not be identified for this complaint. This complaint will be added to the complaint management system and will be tracked/trended for future occurrences.